Event description:
Retrospective review of cardioversion cases showed the defibrillator was in unsynchornous mode when thought to be in sync mode. A cardiology consult note during an operating room procedure (prior to cardio-pulmonary bypass): the patient is status post transannular patch repair and has a history of crohn's disease and type 1 diabetes who was referred for surgery due to right ventricular dilation, free pulmonary regurgitation, history of ventricular ectopy (premature ventricular contractions and one four beat run of normal supraventricular tachycardia). While dissecting into the chest, he was noted to have some narrow complex irregular tachycardia into the 140-150 range. He was given 1 dose of 3 mg adenosine without change in the rhythm. He was given a 2nd bolus of adenosine at 6 mg and he had significant slowing of his rate that remained irregular. The rhythm strips seemed consistent with atrial fibrillation. He was subsequently cardioverted asynchronously with 50j and no change in his rhythm. He then underwent repeat cardioversion that appears to be asynchronous from the rhythm strip and he went into ventricular fibrillation. A repeat shock of 150 j cardioverted him out of vfib into sinus rhythm. On evaluation, he appeared to be in sinus rhythm on bypass. We would recommend watching him as he comes off pump and if he goes back into atrial fibrillation, we would recommend synchronized cardioversion to get him out of it. The first 2 asynchronous shocks delivered in the note above were believed to be delivered synchronously. Only trained cardiac operating room nurses man the defibrillators. ====================== health professional's impression======================this event was noted in the patient's emr (electronic medical record) on retrospective review when another defibrillator issue was being investigated. The anesthesiologist involved believes the first 2 asynchronous shocks delivered in the note above were believed to be delivered synchronously. A note the anesthesiologist wrote on his anesthesia record states: "svt (supraventricular tachycardia), adenosine 3 & 6 mg > af (atrial fibrillation) > dc sync 50 j, 100 j > vf (ventricular fibrillation) dc 150j x 1 and internal compression." After review of the printed monitor strips the sync was crossed out on the anesthesia record as the anesthesiologist noted the cardioversion defibrillation was administered asynchronously.====================== manufacturer response for defibrillator, heartstart mrx======================unable to determine root cause -the manufacturer believes the malfunction is related to device/user interface.